Event description:
It was reported through a service report that the cot was leaking hydraulic fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
O-ring on fill plug.